Manufacturer narrative:
(B)(4). The device was serviced by a service technician as part of preventative maintenance. Visual inspection, functional testing and a review of the alarm log were performed. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The damaged safety clamp was identified during visual inspection. The cause of the condition was defective safety slide clamp assembly. To correct the condition, the safety slide clamp assembly was replaced. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During product service by a service technician, a flo-gard infusion pump was found to have a damaged safety slide clamp. No additional information is available.